Event description:
It was reported that the patient underwent a surgical procedure without setting the ipg to surgery mode. The ipg became inoperable as a result.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.